Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the target lesion was heavily calcified and located in the superficial femoral artery to the popliteal artery. The armada 14 balloon was advanced to the lesion. During inflation, the balloon would not hold pressure above 4 atmospheres (atm) and loss of contrast was observed. The device was withdrawn from the patient and another armada balloon was used to complete the case. No resistance was encountered during advancement or during retraction of the device. No issues were noted during preparation of the device. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture was able to be confirmed. Based on a visual and functional inspection and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.